Manufacturer narrative:
(B)(4).

Event description:
Further information was received the pump was implanted on (B)(6) 2008. It was updated that the patient received intrathecal baclofen for the treatment of muscle spasticity as previously reported but also for a craniocerebral injury following their accident/off label use. On (B)(6) 2015, the patient's pump was replaced, and a synchromed ii 20 ml pump, 500ug/ml was implanted. On (B)(6) 2015, with the new pump, the lioresal intrathecal dose was increased to 65ug qd. Action taken with lioresal intrathecal was dose increased (ongoing), and with lioresal was no change. The seriousness of the events mobility decreased, infrequent bowel movements, dysphonia, fatigue and seizure was now noted as not reported. Concomitant medications included xusal (levocetirizine dihydrochloride) and nexium (esomeprazole magnesium). Should additional information be received, a supplemental report will be filed. (B)(6) 2015 (for/hcp): no new information.

Event description:
It was reported that there were various problems concerning the pump; defective device. The patient received lioresal intrathecal 10 mg/5 ml (baclofen) for an unknown indication from (B)(6) 2008 at a dose of 300 ug, qd (intrathecal). In 2012, after four years, the dose of lioresal intrathecal was reduced at a dose of 131 ug qd. On an unknown date, the patient developed tiredness/fatigue, limited mobility, and delayed defecation/infrequent bowel movements. Due to that, the dosage had been further reduced to 40 mcg qd currently. Thereupon, the mobility had improved but the defecation problems were reported as ongoing. Other various problems concerning the pump were noted. On an unknown date, the patient developed peg stomach tube inflammation, gastrointestinal inflammation, a possible over or under doing of lioresal, overdose and underdose, withdrawal symptoms/drug withdrawal syndrome, muscle spasms, trembling legs/tremor, overstretching of the head/abnormal posture, and groan/dysphonia. On an unspecified date the patient was hospitalized for these reported symptoms minus the groan. The patient underwent a replacement of the peg tube due to the inflammation. The action taken reportedly was the lioresal dose was reduced and ongoing. The outcome of the limited mobility was reported as the condition was improving and the delayed defecation was reported as unchanged. The outcome was not reported for the other listed symptoms. The causality of the events was not reported. The seriousness assessment of the mobility decreased, infrequent bowel movements, dysphonia, and fatigue were upgraded based on the information and the event was reported as medically significant. Reportedly, the events were assessed as suspected in context of the device related issues leading to altered drug delivery. Additional information was requested to clarify event details, troubleshooting, resolution and current patient status. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that the patient, born in 1980, received lioresal intrathecal 10mg/5ml (baclofen) for the treatment of muscle spasticity, from (B)(6) 2008, at the dose of 300ug qd (intrathecal). The patient also received lioresal (baclofen) for an unspecified indication, date and dosage (oral). On (B)(6) 2015, lioresal intrathecal dose was increased to 65ug qd. Action taken with lioresal intrathecal was dose increased (ongoing), and with lioresal was no change. The event outcome for tiredness, limited mobility and delayed defecation was condition unchanged, for peg stomach tube inflammation and withdrawal symptoms was condition improving, and it was not reported for other events. The events tiredness, limited mobility, delayed defecation and withdrawal symptoms were assessed as suspected to treatment with suspect drugs; the event peg stomach tube inflammation was assessed as not suspected, and other events causality was not reported. Other events seriousness was not reported. Seriousness assessment of the events mobility decreased, infrequent bowel movements, dysphonia, convulsion and fatigue was upgraded based on the information available in the source document. The events were assessed as suspected to baclofen intrathecal in the context of possible device related issue leading to altered drug delivery and not assessable with regards to baclofen oral due to lack of therapy details. Regarding the event gastrointestinal inflammation, the event was kept not suspected to both drugs as it is unlikely to be explained by suspect products mechanism of action. Should additional information be received a supplemental MDR will be submitted.